Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: event description: reason for revision and approximate date of implant. Implant took place approximately fifteen years ago.

Event description:
It was reported that the patient underwent left total knee arthroplasty on an unknown date approximately fifteen years ago and right total knee arthroplasty on (B)(6) 2003. Subsequently, the patient underwent a left knee revision on (B)(6) 2014 due to polyethylene wear and instability. The femoral component, tibial bearing and patella were removed and replaced.

Event description:
It was reported that the patient underwent a left total knee arthroplasty on an unknown date and a right total knee arthroplasty on (B)(6) 2003. Subsequently, the patient underwent a left knee revision on (B)(6) 2014 due to unknown reasons. The femoral component, tibial bearing and locking bar were removed and replaced.